Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported migration (partial clip movement) appears to be due to patient conditions and due to leaflet perforation. A cause for the reported unspecified tissue injury cannot be determined. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report partial clip movement and tissue damage. It was reported this was mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An ntw clip was inserted and deployed on the mitral valve without issues. However, after deployment, it was observed the clip had perforated through the posterior leaflet. It was noted the clip remained partially attached to the posterior leaflet. To stabilize the clip, an additional mitraclip was implanted, reducing mr to a grade of 2+. There was no clinically significant delay in the procedure. No additional information was provided.